Event description:
Information was received by medtronic indicating that on a new implantable neurostimulator (ins) device, impedances remained high (o ver 4000ohm). No motoric response could be observed. Additional information was received from a manufacturer representative (rep). The rep reported that the likely cause was unknown. The steps taken were noted as being "next follow up is planned for (B)(6) . Probably the lead has to be replaced." The issue was reported as not yet being resolved. The patient's indication for use was noted to be "neurogenic overactive bladder." Additional information was received from the rep. They reported the physician told them that they switched off the ins because there was no effect at all and the patient reports a significant deterioration in their condition so the ins is currently not in use. At the moment no further surgery is planned. Physician does not plan to explant the stimulator if it does not cause any problems in the deactivated state. After receiving botox the bladder problem of the patient is currently under control. Issue has not really resolved. Still no explanation for the impedance problems and therefore also no explanation for the loss of efficiency. [Medical history: patient with parkinson, implanted with a dbs system of boston]

Manufacturer narrative:
This event information was previously submitted under regulatory rep# 3004209178-2023-25393. It has been identified previously reported regulatory rep# 3004209178-2023-25393 contained two separate events therefore this new report has been created and submitted to reflect this. G2: country switzerland medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.